Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: kwp, mnh, kwq, osh and mni. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that there were no product problems observed with mis single inner setscw. The reported allegation was not confirmed due to low quality of the provided evidence. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was unconfirmed for mis single inner setscw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2023, the surgeon did a l4-l5 mis fusion with viper prime. The 2-week post-op x-ray looked good; at some point, the patient heard or felt a pop in his back. Another x-ray was taken on (B)(6), and the surgeon noticed one of the l4 set screws had come out of the screw head. There has not been a revision or removal surgery. There were patient outcomes and consequences. The patient felt a pop in his back. Concomitant device reported - unk - locking/set screws: viper prime (part# unknown, lot# unknown, quantity 1). This report is for one (1) mis single inner setscw. This is report 1 of 1 for complaint (B)(4).